Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up and down arrow keypad buttons had a delayed response. The patient confirmed that the keypad was intact. The patient stated that their was moisture behind the screen. The patient reportedly wore the pump exterior to a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 03/14/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn and peeling on the side of the up arrow button, exposing the button contact. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response; the ok and contrast keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.